Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: deployment failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on unknown date, but in (B)(6) 2024, a patient underwent endovascular treatment of highly calcified disease of bilateral iliac arteries using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Two vbx devices were implanted using kissing stent technique. On unknown date, but in (B)(6) 2024, at follow ups, abi was improved. On unknown date, but in (B)(6) 2024, the patient was admitted for intermittent claudication. A computed tomography revealed that both vbx devices were compressed. On (B)(6) 2024, an angiography revealed that both vbx devices were compressed. A percutaneous old balloon angioplasty (poba) was performed and both vbx devices were ballooned. An intravascular ultrasound (ivus) revealed that both vbx devices were expanded. The patient tolerated the procedure. The physician stated that regarding kyphotic spine, it has been evaluated in advance and there was no possibility of it. It was noticed that intestinal massage had been performed, and the massage could be the cause of the compression.